Event description:
The pyxis machines have internal light bulbs that are about 6 feet long. They are in a vertical, top to bottom position. There is a long sheet of plastic that serves as a protective barrier that prevents supplies from entering the area where the light bulb is housed. The plastic barrier was broken leaving the light bulb exposed. The area of the pyxis containing the bin of liter bags of normal saline (door 8) had a broken protective barrier and the light bulb was exposed. One of the bags of saline slid into the open area onto the hot, unprotected bulb. Our unit associates who worked that day said that the outer bag burned all of the way through and the actual bag of saline had a brown spot on it but did not burn through. We turned all of the lights inside all of our pyxis units off since the rooms are well lit and you don't really need the internal pyxis lights to see the supplies. This represents a serious fire hazard, and potential safety issue for hospitals that cannot turn off the lights reducing visibility.